Event description:
It was reported that the endo-eye deflectable videoscope's screen went blank during surgery, but it returned after plugging and unplugging it once or twice. The unknown procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
Troubleshooting was done over the phone with a customer information center person, and it was suspected that the communication failure was due to dirt on the contacts. They explained to the customer how to deal with water stains or dust which can get on the contacts of the connector, and which can cause communication problems. It was explained that this can sometimes be resolved by having the contacts wiped clean with alcohol cotton. Also, if the same phenomenon occurs frequently or does not resolve, it is recommended that they have a service inspection. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot/serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, olympus could not specify the root cause of the suggested event since the actual item was not returned, however, it is presume that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The instruction manual operation manual "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system" describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
This complaint is related to patient identifier (B)(6).